Event description:
Customer reported having problems with the insulin pump. The batteries are not lasting and the device was glowing and when customer pressed the button the device had no power. Customer stated he changed the battery two days ago and the device was not alerting prior to losing power. Customer's blood glucose was unknown. Customer stated the device did not have unattended alarms, does not do frequent presses, or uses the back light often. Troubleshooting for off no power and motor error was conducted. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored for 24 hours; no off no power without low battery indicator and no low battery alert alarm noted during our testing. All operating currents are within specifications. The insulin pump passed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error alarm noted and the motor was tested outside of the device and passed. However, the insulin pump was received with cracked battery tube threads, cracked reservoir tube lip and minor scratched lcd window.